Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation-yes') and abdominal pain ('abdominal pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), arthralgia ("joint pain"), feeling abnormal ("brain fog"), skin disorder ("bumps on my scalp and fingers/weird bumps"), gastrointestinal disorder ("gi issues"), fatigue ("extreme fatigue"), multiple allergies ("new allergies"), anxiety ("anxiety"), rash ("rashes") and scab ("I would end up with little scabs"). The patient was treated with surgery (removal of essure and to remove the essure implant). Essure was removed on (B)(6) 2018. At the time of the report, the perforation outcome was unknown and the abdominal pain, nausea, arthralgia, feeling abnormal, skin disorder, gastrointestinal disorder, fatigue, multiple allergies, anxiety, rash and scab had resolved. The reporter considered abdominal pain, anxiety, arthralgia, fatigue, feeling abnormal, gastrointestinal disorder, multiple allergies, nausea, perforation, rash, scab and skin disorder to be related to essure. Concerning the injuries reported in this case, the following ones were added from social media: abdominal pain, nausea, arthralgia, feeling abnormal, skin disorder, gastrointestinal disorder, fatigue, multiple allergies, anxiety, rash, scab. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received: perforation nos was added as event. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), arthralgia ("joint pain"), feeling abnormal ("brain fog"), skin disorder ("bumps on my scalp and fingers/weird bumps"), gastrointestinal disorder ("gi issues"), fatigue ("extreme fatigue"), multiple allergies ("new allegies"), anxiety ("anxiety"), rash ("rashes") and scab ("I would end up with little scabs"). The patient was treated with surgery (to remove the essure implant). Essure was removed. At the time of the report, the abdominal pain, nausea, arthralgia, feeling abnormal, skin disorder, gastrointestinal disorder, fatigue, multiple allergies, anxiety, rash and scab had resolved. The reporter considered abdominal pain, anxiety, arthralgia, fatigue, feeling abnormal, gastrointestinal disorder, multiple allergies, nausea, rash, scab and skin disorder to be related to essure. Concerning the injuries reported in this case, the following ones were added from social media: abdominal pain, nausea, arthralgia, feeling abnormal, skin disorder, gastrointestinal disorder, fatigue, multiple allergies, anxiety, rash, scab. Most recent follow-up information incorporated above includes: on 7-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), arthralgia ("joint pain"), feeling abnormal ("brain fog"), skin disorder ("bumps on my scalp and fingers/weird bumps"), gastrointestinal disorder ("gi issues"), fatigue ("extreme fatigue"), multiple allergies ("new allergies"), anxiety ("anxiety"), rash ("rashes") and scab ("I would end up with little scabs"). The patient was treated with surgery (to remove the essure implant). Essure was removed. At the time of the report, the abdominal pain, nausea, arthralgia, feeling abnormal, skin disorder, gastrointestinal disorder, fatigue, multiple allergies, anxiety, rash and scab had resolved. The reporter considered abdominal pain, anxiety, arthralgia, fatigue, feeling abnormal, gastrointestinal disorder, multiple allergies, nausea, rash, scab and skin disorder to be related to essure. Concerning the injuries reported in this case, the following ones were added from social media: abdominal pain, nausea, arthralgia, feeling abnormal, skin disorder, gastrointestinal disorder, fatigue, multiple allergies, anxiety, rash, scab. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.